Manufacturer narrative:
The manufacturer previously reported an incourage vest therapy interfered with a patients pacemaker. The issue was noted by the patient's cardiologist. There was no information received to indicate serious or permanent patient harm or injury. The device was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device was found to operate as designed and passed all testing.

Event description:
The manufacturer received information alleging an incourage vest therapy interfered with a patient's pacemaker. The issue was noted by the patient's cardiologist. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.